Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device exhibited screen bezel separation on the pump housing, consistent with a device component integrity issue that prompted a replacement request. Symptoms included no reported adverse clinical effects. Outcomes included no reported interruption to therapy leading to injury and no need for medical treatment. Investigation included review of the complaint details and assessment against known device performance trends. Investigation of this case revealed a mechanical enclosure separation consistent with known wear or assembly stress affecting the display bezel, with no evidence of functional failure or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical integrity associated with enclosure component separation.